Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011; inratio: 3.9, 3.5. Customer alleges discrepant results compared with the lab: date: (B)(6) 2011; inratio: 4.1; lab: 3.4. Pt's therapeutic range: 2.5-3.5.

Manufacturer narrative:
Investigation pending.